Event description:
Enterprise 8000 bed in (B)(6); the control box has failed causing a hole to be burned through the side casing of the control box. A burnt smell permeated the ward. No patients or caregivers were reported to have been affected.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh ((B)(4)) on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.